Event description:
The manufacturer received information alleging a ventilator was showing a ventilator not operable message. There was no harm or injury reported. There was no evidence the device was in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was showing a ventilator not operable message. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to a third-party service center for evaluation. There were no ventilator inoperative alarm conditions noted. There were errors detected indicating an issue with the device's oxygen blending module. The oxygen blending module was replaced to address the issue. There were no failed test sheets or event logs available for review. The technician states the fan was not operating. This issue would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.